Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had a charge circuit timeout and the right ventricular (rv) lead had a possible fracture, inappropriate shocks for oversensing, sensing integrity counter (sic), an rv lead noise warning, and a lead integrity alert (lia) triggered. The crt-d and rv lead were reprogrammed, a magnet was placed on the device and both the crt-d and rv lead were replaced at a later date. No further patient complications have been reported as a result of this event.